Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the catheter was received with a slit on the base (non-insertion end) of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was received with a slit on the base (non-insertion end) of the catheter.